Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a hemostatic valve separation issue occurred. It was reported that there was resistance when trying to advance the dilator through the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the hemostatic valve was damaged. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was exchanged and the procedure was continued. Additional information was received. The dilator did not advance easily like it usually should. It was very tight within the sheath when attempting to advance the dilator. The hemostasis valve (gasket) was cracked but not in separate pieces. The hemostatic valve did not become detached from the sheath. The sheath was not being used on the patient. The event was discovered when prepping the sheath. Therefore, no air entered the patient¿s body, no percutaneous, surgical removal or medical intervention was required. No blood return was observed and hemodynamics were not compromised. No blood loss. The hemostatic valve issue was assessed as MDR reportable for a hemostatic valve separation issue. The resistance with sheath issue was assessed as not MDR reportable. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury was remote.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completion on 26-aug-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a hemostatic valve separation issue occurred. It was reported that there was resistance when trying to advance the dilator through the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the hemostatic valve was damaged. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was exchanged and the procedure was continued. Additional information was received. The dilator did not advance easily like it usually should. It was very tight within the sheath when attempting to advance the dilator. The hemostasis valve (gasket) was cracked but not in separate pieces. The hemostatic valve did not become detached from the sheath. The sheath was not being used on the patient. The event was discovered when prepping the sheath. Therefore, no air entered the patient¿s body, no percutaneous, surgical removal or medical intervention was required. No blood return was observed and hemodynamics were not compromised. No blood loss. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). The resistance issue described by the customer could be related to this issue, the dislodged valve could have generated resistance against the dilator while it was being advanced through the sheath. The dilator was inserted once the dislodged valve was removed but no resistance was noticed, therefore, the dislodged valve could be related to the resistance issue described by the customer. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 28-jul-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).